Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline communication fault alarm was confirmed based on the information recorded in the log file retrieved from the returned system controller serial number (B)(6). The data log file contained events recorded from (B)(6) 2020 to (B)(6) 2020. The information recorded on (B)(6) 2020 at 17:48 revealed that a driveline communication fault associated with a com b fault became active. The alarm remained active until (B)(6) 2020 when at 8:05 the driveline was disconnected. The driveline was reconnected at 9:02 and the system operated with no active alarms until 13:19 when there was a driveline power fault alarm related to power a being open. The alarm cleared at 13:43 and the system continued to operate with no active alarms until 15:14 when the driveline was disconnected. The driveline was reconnected at 15:15 and the system resumed operation with no active alarms. The driveline was disconnected again at 15:22 and the controller was removed from the system. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The investigation did not identify a correlation between the returned system controller and the reported alarm. The heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, explain all alarms, including driveline communication fault alarms and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, to resolve a driveline communication fault alarm and backup battery fault, the hm3 modular cable was replaced. However, the same alarm occurred with the new cable in place, in addition to a driveline power fault alarm, according to log file review. It was confirmed that after reseating the modular cable and performing a controller exchange, the issue was resolved, no further alarm arose, and the patient was discharged home on (B)(6) 2020.